Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that a patient's cardiac-peritoneal catheter had broke and needed to be replaced. The catheter was implanted on (B)(6)-2009 and explanted on (B)(6)-2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.